Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The reported event cannot be confirmed. Medical records were not provided and no product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard cr ilok fem-rt 70 item# 183012 lot# 325910, bmet regenx pri tib tray 75mm item# 141274 lot# 278890, biomet finned pri stem 40mm item# 141314 lot# 896740, vngd cr tib brg 10x71/75 item# 183440 lot# 560800, cobalt g-hv bone cement 40g item# 402283 lot# 768500. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a revision procedure approximately nine months post implantation due to pain, instability, and loosening. There is no additional information at this time.